Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2017, the customer received the following results on the compact plus system within 10 minutes: 380 mg/dl and 128 mg/dl. On (B)(6) 2017, the customer received the following results on the compact plus system within 10 minutes: a result in the "400's" mg/dl and 116 mg/dl. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.